Event description:
Report received from USA stating device had an "air leak." The device was being used during an "acdf" procedure. There were no patient or user injuries reported. There were no delays noted during the case. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).